Manufacturer narrative:
The device was discarded and not available for investigation. The photo provided confirmed the report. It shows the catheter tip detached from the device and the lumen stretched from being pulled during the procedure. The damage is likely due to excessive pull force during the procedure. As a result, it could not be determined if the product became stuck in the patient due to anatomical features (calcification/stenosis) or due to the catheter balloon failing to deflate as intended. An x-ray was performed on the patient, but the missing part was unable to be located and retrieved. No further injury or complications have been reported related to the event. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the tuftex emb. Catheter balloon ruptured with the latex balloon tip coming off and missing inside the patient (catheter did not break) during a fem-tib bypass with iliac thrombectomy procedure. They were unable to retrieve the balloon, but it is in a small branch of the patient's profunda. The surgeon is not worried about it. They couldn't locate it under x-ray or fluoroscopy since it's just latex. The device was checked prior to use. No other issues or injury were reported to the patient.